Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, paramedics were called to assist the customer and the customer's bg level was 600 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.